Event description:
It was reported that this right atrial (ra) lead was explanted due infection. No additional adverse patient effects were reported. This device is not expected for return due to infection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).